Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy in 2004. Reportely, the home patient noted solution on the floor prior to receiving the alarm, the origin of the liquid was not identified. The home patient reported experiencing shoulder pain after the 2240 alarm situation, the patient then present to the emergency room (ER) in 2004 with abdominal pain, diarrhea, and shoulder pain. The home patient was treated for gastritis with reglan, acetominophen with vicodin and imodium ad, and was given a prescription for these medications. The home patient's nurse attributed the home patient's nurse attributed the home patient's symptoms to the diagnosis of a gastritis.